Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support instructed the caller on how to operate the button more effectively and confirmed that a replacement pump would be sent. The customer was advised to allow their current pump's battery to fully deplete before returning it and was provided with instructions for programming settings into the replacement pump. The caller understood and acknowledged the instructions provided by technical support, including the return procedure for the problematic pump.